Event description:
It was reported that over-sensing was noted on the atrial lead. No further information was provided. No patient symptoms were reported.

Manufacturer narrative:
Voluntary medwatch mw5120574.